Event description:
It was reported that the high voltage coil appeared to be fractured. It was noted that there was high impedance. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: s2d file (B)(4) shows during the 2 - episodes e45, rx1 pathway ax>b, and e46, rx1 pathway ax>b the hv-impedance hvz > 121 ohms, on (B)(6) 2011 in the timeframe between 18:11:53 and 18:28:59. Impedance - low resistance/impedance: weekly high voltage impedance log data shows max and min hvb and min ring-can and min hv-can=55 to 19.8 ohms range between (B)(6) 2010 and (B)(6) 2011. Std review - charge circuit problem (tachy): three - patient alerts for long charge time between (B)(6) 2008 15:18:09 and (B)(6) 2011 19:47:34. Std review - battery depletion indicated/eri: time of eri in save to disk on (B)(6) 2011, device eri<=2.55 volt. Weekly battery voltage log data shows min bat=2.57 to 2.45 volts minimum between (B)(6) 2011. Two - patient alerts for low bv on (B)(6) 2011 03:00:07 and (B)(6) 2011 03:00:08.